Event description:
Related manufacturing ref: (B)(4). Upon removal of the hemostasis introducer, the valve to the introducer did not seal close as expected which allowed bleeding from the introducer. The hemostasis introducer was immediately exchanged for a second introducer of the same model and lot. The second introducer valve would not seal either, allowing for bleeding. The second sheath was then exchanged for a non abbott introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.